Event description:
It was reported that during a ureteroscopy (urs) procedure, during the first use of the product, the fiber was cut off shortly after initiation. The reporter indicated that no impact or pressure was applied to the product. The case was completed with a different device without patient complications.